Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time (rrt). Approximately six months later, the device triggered charge circuit inactive following appropriate anti-tachycardia pacing (atp) therapy which was months after the device was thought to have reached end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.